Manufacturer narrative:
(B)(4). Batch # u5a549. Device analysis: the analysis results found that the cdh33a device was returned inside its package unopened with the secondary package. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. The primary packaging was found to be with no damage. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, at the receipt of the device, the secondary packaging and the blister were damaged. The sterility was altered. There were no patient consequences reported.